Manufacturer narrative:
The pump (B)(4) was returned for analysis. Upon interrogation the pump was used to deliver morphine (10 mg/ml at 2.755 mg/day), clonidine (800 mcg/ml at 220.42 mcg/day), bupivacaine (30 mg/ml at 8.266 mg/day), and baclofen (800 mcg/ml at 220.42 mcg/day). Analysis of the pump found over infusion with an undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned due to the elective replacement indicator (eri). The device was returned and underwent routine analysis. The indication of "ruse" was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Analysis has been completed. The pump was returned for analysis and underwent long-term testing, which identified overinfusion with an undetermined root cause. No new or addition anomalies found during destructive analysis. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.